Event description:
Healthcare professional reported "sudden inflammatory episode with bilateral capsular contracture, baker grade unknown, pain and functional limitation of some movements on the upper limbs" this record relates to the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.